Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. No failed battery test alarms noted. Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump received with cracked case at display window corners, display window and belt clip slot. Insulin pump received with partially broken reservoir tube lip. Insulin pump received with minor scratched lcd window.(B)(4)

Event description:
Customer called to report battery issues on the insulin pump. Customer called to report that the insulin pump alarmed failed battery test. Customer called to report that she was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer is currently using pens and is not hooked up to the pump at this time. Customer's blood glucose levels at time of hospitalization was 500+ mg/dl. Customer's current blood glucose reading is 114 mg/dl. Customer was wearing the pump at the time of hospitalization. Product is being returned and replaced.